Event description:
A nurse reported that during vitrectomy surgery, the lamp burned out. A different lighting system was brought in to complete the surgery. There was no patient harm.

Manufacturer narrative:
The customer did not request service. However, a replacement lamp was ordered by the customer. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).